Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp), the tip of the fiber broke after 114,00j. The tip of the fiber was not cleaned during the procedure. The fiber was exchanged and the case was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp), the tip of the fiber broke after 114,00j. The tip of the fiber was not cleaned during the procedure. The fiber was exchanged and the case was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Device avail for evaluation: updated. Returned to manufacturer date: updated. Device eval by MFR manufacturer: updated. Evaluation method, evaluation results and evaluation conclusion: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.